Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. No replace battery now alarm or blank display anomalies noted. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No damage to battery cap noted. Unit received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. Customer's blood glucose level was 277 mg/dl at time of incident. Customer did not receive a low battery alert prior to the replace battery now alarm. It also stated that insulin pump had blank display. Customer reported that display was not blank less than 30 seconds and display is blank currently also. Customer was advised that the insulin pump need to be replaced and revert to back up plan.. The replacement insulin pump will sent to the customer. Insulin pump will not return for analysis.